Event description:
It was reported that pump insulin gauge displayed amount different than what customer expected, even though insulin delivery continued and fill estimate changed during use. There was no reported impact to the customer¿s blood glucose level. Customer confirmed removing air from cartridge, using room temperature insulin, and not reusing cartridge, but admitted to overfilling cartridge, was advised by technical support not to overfill in future, declined to load new cartridge, and chose to continue using current cartridge with plan to follow up if needed.